Event description:
It was reported that the customer was hospitalized with high blood sugars. Troubleshooting indicated the device was working properly. Discussed other possible causes and recommended changing the infusion set.